Event description:
A malfunction was reported with the display of a specific malfunction code, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was advised to call back if any further issues occurred.